Event description:
The manufacturer's rep reported the pt presented 4 days after implant "violently ill" with headache, nausea and vomiting. The pt was receiving morphine 10mg/ml at 1mg/day. The pt was hospitalized and the pump was turned off. The hcp was unsure if a dye study was done. The catheter was repositioned. The pt was discharged from the hospital 2 days later.